Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that at a one week post-implant follow-up visit, the right ventricular (rv) lead had high thresholds and failure to pace. Review of performance data indicated that the high thresholds had occurred the day after implant. The patient experienced a twitching sensation from phrenic nerve stimulation and diaphragmatic stimulation due to the high output rate. Dislodgement and a possible perforation with pericardial effusion was suspected. The rv lead was reprogrammed and subsequently repositioned. No increase in pericardial effusion was noted on echocardiography. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.